Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (will not hold charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were mis-matched. The root cause of the mis-matched cells was unable to be positively identified. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a battery pack was unable to hold a charge.